Manufacturer narrative:
The returned device was evaluated. During the investigation a leak was observed. While a tear was found in the exposed soft cannula, the timing or cause of this damage could not be determined. The data download showed no alarms, timeouts, or drive stalls that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the back. Insulin was noticed to be leaking out. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.